Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the three staplers did not fire during the procedure. The yellow ring on the device was loose. The procedure was changed to a miligan morgen. Operative time was extended by more than thirty minutes.